Manufacturer narrative:
No product has been returned for evaluation. As per customer no further assistance is required. Should new info becomes available a follow up MDR will be submitted.

Event description:
Received info stating patient was hospitalized due to dka and a respiratory infection. Patient was released on 04/25/2014. Pt was given subcutaneous insulin during hospitalization.